Event description:
I had a (B)(6). (B)(6) 2014. I started to have problems, severe pain, and swelling. I reported this to the person that did my (B)(6). I was referred to pt to no avail. I was referred to a vascular dr. Everything was ok. He referred me to a lymphedema clinic I received 10 week treatment. I received my compression hoses and a lymphedema pump to no avail. Problem got worse. The pain clinic referred me to the hughston clinic (B)(6) 2017 need to have revision plastic stretched which caused ligament laxity failed total knee arthroplasty.